Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1380p, peek interference screw, sheathed, 8 x 23 mm, the anchor broke during insertion. This was detected during a anterior cruciate ligament reconstruction of knee joint surgery on (B)(6) 2024. There was no patient harm and no secondary procedure needed. The procedure was completed successfully as another new ar-1380p was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1380p, peek interference screw, sheathed, 8 x 23 mm, batch: 15132542, was received for investigation. Functional testing was not able to be performed due to the damage to the device. Upon visual evaluation, the screw was broken and is coming apart at multiple of the twists. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.